Manufacturer narrative:
This product malfunction did not cause a serious injury or death; however, magellan diagnostics is reporting this event under the medwatch program as the malfunction could have led to an injury. No patient injury or harm resulted from this event.

Event description:
Customer reported that their leadcare ii analyzer was not powering on. Troubleshooting conducted remotely with technical services (ts) did not resolve the issue; therefore, a replacement unit was provided. Upon receipt and inspection of the returned analyzer and ac adapter, it was observed that the power cable was worn, with internal wiring exposed. The customer did not report this damage, nor were any injuries reported in relation to the incident.